Event description:
Patient was being lifted up and the left leg rolled and wheel broke and the leg warped. In speaking with the reporter it was learned that there was no injury and the device has been replaced.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 9805, serial number/date (B)(4) is approximately 2 years, 4 months old. The owner's manual part number 1024492, rev.e(may-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The initial reporter has been contacted for additional information no further information was received on the consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.